Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient presented to the emergency department for lower right extremity weakness, gait instability, and recurrent falls. The patient underwent CT and MRI testing and there were no significant findings. The patient remained in the ed and was recommended for inpatient admission, but the patient preferred to be discharged home. The patient was scheduled for a follow-up with neurology to make plans for further action. The condition is currently ongoing. The field team sent in an update stating the patient visited the clinic where they were diagnosed with a urinary tract infection. They were prescribed medication to treat it. The physician's assessment has deemed this not related to the device or procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of fall, urinary tract infection, postural/gait disturbances, and weakness was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to fall, urinary tract infection, postural/gait disturbances, and weakness which is addressed in the product labeling and risk documentation.

Event description:
It was reported that the patient presented to the emergency department for lower right extremity weakness, gait instability, and recurrent falls. The patient underwent CT and MRI testing and there were no significant findings. The patient remained in the ed and was recommended for inpatient admission, but the patient preferred to be discharged home. The patient was scheduled for a follow-up with neurology to make plans for further action. The condition is currently ongoing. The field team sent in an update stating the patient visited the clinic where they were diagnosed with a urinary tract infection. They were prescribed medication to treat it. The patient also presented to a walk-in clinic and did not complain of lower right extremity weakness. The physician's assessment has deemed this not related to the device or procedure.